Event description:
Attorney reported: on (B) (6) 2005 - pt underwent a ventral incisional hernia repair surgery. Pt's hernia was repaired with a bard composix mesh. On (B) (6) 2008 - pt was admitted to the hospital for chronic wound drainage. During this visit, a fistulagram confirmed an enterocutaneous fistula. On (B) (6) 2008 - pt underwent surgery. The fistulous tract was adherent to the abdominal wall and mesh and dense adhesions were reduced. Tears in the serosa of the small bowel were resected and the mesh was excised. A bio absorbable patch was implanted in its place. Pt remained hospitalized until (B) (6) 2008. Because of the defective composix patch and the multiple medical visits and surgeries necessitated, pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.